Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation. The evaluation did not reproduce the reported error code (e333). The device was in good physical condition (including the front panel) and there was no damage to the internal circuit board. A review of the device history record (DHR) found no deviations that could have caused or contributed to the error code e433. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported error code. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address : (B)(4). The subject device was not returned for inspection. Manufacturing record review : a review of the device history record found the subject device was shipped in accordance with specifications. Service repair record review showed no repair history for the past year. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during therapeutic laparoscopic surgery, the subject device displayed an e333 error. The device was replaced and the intended procedure was completed using another device. No harm to the patient, no user injury reported due to the event.